Manufacturer narrative:
Device evaluated by MFR: fg, promus premier, us, mr 3.00x24mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were not tightly wrapped; it did not appear that the balloon had been subjected to positive pressure. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink 100mm proximal to port bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.00x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon. A balloon catheter was then advanced into the stent and the stent was deployed where it was and the procedure was ended. Later that evening, the patient was brought back to the cath lab and another stent was implanted in the initially intended location and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.00x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon. A balloon catheter was then advanced into the stent and the stent was deployed where it was and the procedure was ended. Later that evening, the patient was brought back to the cath lab and another stent was implanted in the initially intended location and the procedure was completed. No patient complications were reported and the patient's status was stable.